Manufacturer narrative:
Report source: country of incident occurrence - (B)(6). A preliminary review showed there were no manufacturing rejects or anomalies of this event type recorded in the device history record. Conclusion not yet available as the investigation is on-going

Event description:
It was reported that on (B)(6) 2018 during a medical procedure, the physician noticed the peel was detached from the dilator tip as it was being pushed forward, causing severe bleeding from the artery. The issue was first noted during the 14fr peel away introducer insertion via the right femoral artery for placement of the impella cp. It is noted a second introducer was used after issue was observed. Manual compressing and a second oscor sheath was placed to stop the bleeding. The impella support was discontinued 2 days later. The patient had been admitted for a high risk pci and it is reported that the patient is stable post surgery. Patient is reported to be a (B)(6) year old middle (B)(6) male. No weight is known.

Manufacturer narrative:
The introducer sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and leak testing. No manufacturing defects were found. The device history record was reviewed to confirm that the device passed all applicable in process and final inspections. Based on the investigation, CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. One 14f, 13cm abiomed introducer sheath was returned from the customer without the dilator. There were no other accessories. Blood was found on the interior and exterior of the sheath. Upon evaluation of the returned sheath under a 10x microscope, it was found that there was a split in the sheath tube starting approximately 10 cm from the distal end continuing through the distal tip. There was also extensive damage found around the circumference of the distal tip edge. There was a split in the sheath tube starting approximately 10 cm from the distal end and continuing through the distal tip. There was also extensive damage found around the circumference of the distal tip edge. Potential contributing factors to the damage is if the device was advanced through an area of resistance (as stated in the precautions of the IFU), or if the device was subjected to unusual stresses (as stated in the handling and storage section of the IFU). Per procedure abiomed introducer sheath in-process and final inspection, the devices in this lot were inspected as follows: 9.2.2 visual inspection: using 10x magnification, verify the tip is round, no flash protruding greater than 0.4 mm (0.016") and no flash with width (around circumference) greater than 0.7 mm (0.028"), no splitting, cracks or other damages. Slight discoloration from tipping process is acceptable. Verify proper tip shape according to drawing. Per instructions for use : never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.